Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the server and identified that device synchronization had not been current across all stations. The tss obtained approval to proceed, accessed an emergency room station, and reviewed synchronization behavior, determining that the issue was related to a network communication problem. The tss monitored station upload and download activity, confirmed that device synchronization updated to the current status, and verified that the disconnected indicator was cleared on the station. The tss then addressed a reporting failure by restarting the extract, transform, and load (etl) process and applying the appropriate knowledge article titled running manual reports - unexpected error occurred by restarting the reporting services, after which reports functioned correctly. Final confirmation was obtained that all devices were communicating normally, and authorization was received to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the server data was not current, and all stations were showing disconnected mode. When the customer ran a report, it showed the last update was from 10 days prior. The customer also reported that all devices were displaying disconnected mode. There were no adverse events or injuries reported based on this event.